Manufacturer narrative:
Initial reporter name and address:(B)(6). Device evaluation by MFR: the promus element plus, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was detached and not returned for analysis. The crimped stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found that the inner lumen was damaged at 5.5cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-oct-2021. It was reported that crossing difficulties were encountered. Vascular access site was obtained via femoral approach. The target lesion was located at the left anterior descending artery. A 2.25 x 16mm promus element plus stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent detachment.